Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced four infusion sets fell off events. The first event occurred in mid (B)(6) second event on (B)(6) 2025 , third event on (B)(6) 2025 and fourth event on unknown date. The infusion set was in use for one day for first and second events and six to twelve hours for other two events. The blood glucose level was from 475 mg/dl to over 500mg/dl and the patient tried to treat with correction bolus via pump. However, patient went to the emergency room (ER) and subsequently hospitalized on (B)(6) 2025. At the time of event, the blood glucose level was 531mg/dl and the patient received intravenous fluids of saline and insulin as the treatment. The trace ketones were found to be moderate. The patient was released from hospital on (B)(6) 2025. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6008804 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated. The batch 6008804 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction guidance for visual testing for complaints area version 3.0 for the code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008804 was manufactured according to the wi version 116 in the line 3, on 19/aug/2024, with a total of 29,400 units. Review of the device history record (DHR) review showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database (B)(6) 2025 against malfunction adhesive patch lifts or detaches during use (only use for confirmed adhesive issue and lot 6008804 and 2 complaints has been registered in database for the same lot 6008804 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.